Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of the mpu¿s patient cable being discolored, the mpu¿s red battery strap missing, and the rubber around the mpu¿s patient cable¿s white lemo connector being slightly loose were all confirmed, as these damages were observed upon the mpu¿s arrival. The mpu (serial number (B)(4)) was received at the (B)(4) distribution center. The mpu was functionally tested and was found to perform as intended. The mpu¿s patient cable was replaced with a new component, and a new red battery strap was attached. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root causes of the observed damages were unable to be determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was discoloration and the rubber encasing is slightly loose on the white side of the patient cable. The red battery strap was also missing.